Event description:
Philips received a complaint on the v60 ventilator, indicating that the device would not power off. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that the 5v, 12v, and 35v supply voltages were all out of spec showing zero when the device was plugged into alternating current (ac) power while a battery was connected. The device would not shut down via the power switch. The customer was advised by the rse that the power management (pm) printed circuit board assembly (pcba) would need to be replaced. The customer was provided a proposal for onsite services. Further work is pending the customers' acceptance or rejection of the proposal. This investigation is ongoing.

Manufacturer narrative:
H10: philips is unable to confirm the alleged device issue or final disposition of the device because the customer declined service and repair. The customer stated that they made other arrangements for repair of the unit. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.